Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the patient was hypoxic when transferring over in the operating room for transfer. A major bleed was noted and one unit of blood was given. The patient had arrhythmia ventricular tachycardia that resolved by pump repositioning. Four days later, the patient experienced supraventricular tachycardia. The patient remains on impella support.

Manufacturer narrative:
D6b, explant date, has been added.

Event description:
The complainant reported additional information upon request: "at this time, I do not recall specific details regarding the reported events from october 24, 2025 beyond what is documented in the complaint and patient updates section I am not aware of any additional device malfunction beyond what was report. The device is not available for a return or further evaluation."

Manufacturer narrative:
The cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the major bleed was not determined since product was not returned and insufficient clinical details provided. The cause of the respiratory failure was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.